Event description:
Sorin group (B)(4) received a report that the roller pump display showed the tubing size menu. The display had not been touched by perfusionist. The perfusionist was unable to clear the display menu to return to flow rate visibility. The data management system was used to monitor flow rate. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6) hospital in (B)(6), this medwatch report is filed on behalf of sorin group (B)(4). Please note that this MFR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that the roller pump display showed the tubing size menu. The display had not yet been touched by the perfusionist. The perfusionist was unable to clear the display menu to return to flow rate visibility. The data management system was used to monitor flow rate. The s5 roller pump was returned to sorin group (B)(4) for investigation. Visual inspection of the pump indicated that the surface of the touchscreen was damaged. Several scratches were noted. Under magnification, scratches had pierced the touch foil of the touchscreen, damaging the inner layer. It is possible that this type of damage to the touchscreen can cause malfunctions as reported by the perfusionist. The pump was tested to confirm functionality. No problems were found. Sorin group (B)(4) could not re-create the problem. The pump functioned properly. The facility filed a vigilance report with the (B)(6) authority. This medwatch report is filed as a result of this action.